Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: that the trocar balloon was cut. The locking collar, valve seal and valve doors appeared intact. The inflation syringe was not received. The obturator was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the balloon may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, on insertion of the trocar into the peritoneal cavity, the visual control of the balloon location was correct but it was impossible to inflate the balloon. A second balloon was introduced and was inflated without any issue with the syringe provided with the device but the balloon broke ten minutes later. The surgical time was extended for forty minutes. They changed the device to complete the case.